Event description:
Info received on 10/27/97 indicates no components were removed from the pt-tandem cuff implanted.

Manufacturer narrative:
No components were removed or replaced-tandem cuff implanted.